Event description:
Device has been replaced.

Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product and capsular contraction baker grade iii. Device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and total delamination of valve. Leak test and microscopic analysis were performed which identified: total delamination of valve, partial delamination of plug strap disk and broken sharp of plug strap. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. Partial delamination of plug strap disk shell assessed as adhesive failure. Broken sharp of plug strap assessed as unidentified (tear) opening.

Manufacturer narrative:
The event of "capsular contracture baker grade iii " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and anxiety-product/procedure.

Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product and capsular contraction baker grade iii. Device remains implanted.